Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens -8.0 diopter into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault and refractive surprise. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight:unknown, ethinicity:unknown, race:unknown. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Manufacturer narrative:
H3:device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken and foreign material on the lens surface, specifically fibre. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).